Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a questionable pro bnp result for one patient sample from the elecsys 2010 disk analyzer (B)(4). The initial result was 12.27 pg/ml and was reported outside the laboratory. The sample was repeated due to the patient's history. The repeat result was 3684 pg/ml. Additional repeat testing was performed on the sample. The specific results were not provided, but the user stated they recovered similarly to the first repeat result. The patient was not adversely affected. Upon evaluation of the analyzer, the field service representative determined the bead mixer was rotating too fast and the probe was adjusted too high. He adjusted the bead mixer speed and the probe height. To verify the analyzer operation, he ran performance testing and precision tests which passed. The user ran quality control with results within their acceptable range.